Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented. H6. Investigation results - there is no specific connexion gxl device information provided. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that this patient had an initial right total hip arthroplasty on (B)(6) 2017 and then approximately 5 years, 6 months later experience a revision surgical procedure on (B)(6) 2023. The patient has suffered intense pain and instability. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, e4(remove erroneous entry from initial report), g2, h6 clinical codes, medical device problem code, component code, types of investigation and h11. The most likely cause for the reported revision due to prosthesis wear, osteolysis is a combination of the risk factors that increase patient risk of edge-loading, early polyethylene wear and osteolysis, patients who have significant edge loading of the femoral head on the acetabular liner and patients who have significant edge loading of the femoral head on the acetabular liner. Patients who are at risk for early wear and lysis tend to present within the first 5 years after index arthroplasty. Additionally, the sequence of events as related to the reported wear and instability cannot be confirmed and the contributions of each to the reported event cannot be determined. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly